Event description:
It was reported that a new ilet user experienced recurrent low blood glucose readings over several days, and the agent provided troubleshooting and education regarding device adaptation and acute management with oral glucose. Investigation included product history review and user interview. Further investigation of this case revealed no device malfunction reported and user education completed. Symptoms included hypoglycemia with the user reporting lethargy during the event. Outcomes included required intervention with oral carbohydrate without hospitalization. It was concluded that, based on previously established findings for similar reports, the event was consistent with hypoglycemia with an unclear cause and that the device continues in use and adapt to the new user's algorithm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.